Manufacturer narrative:
Third party analysis was conducted and found the retroverted cup position in 2009 is suboptimal and there is evidence of possible sagittal plane instability and migration over time. Above factors may have caused or contributed to the reported instability, pseudo tumor and elevated metal ion level. Due to in sufficient data the exact cause cannot be determined. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00158 / 00159).

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6) regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pseudotumor.